Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the battery cap was not returned. The pump powered with a test battery cap to a dim discolored display. Pump was exercised for 24 hours with no reboot or loss of power duplicated. No evidence of excessive pump temperature duplicated. A battery compartment crack observed in thread area. There was evidence of moisture contamination inside battery compartment. Current draws within specifications. A leak test shows leak at battery compartment crack. Pump case was removed, evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.